Event description:
It was reported that the patient's pulse generator had failed to capture. Patient status was not provided.

Event description:
New information received indicates that no intervention was performed.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: upon review, the health professional and user facility boxes under section g (g2) should not have been checked as the information was not provided.